Event description:
It was reported, the remote user interface joystick on the 9900 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.